Event description:
Adverse event(s): "no patient harm reported" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message); "cassette leaking" (fluid leak). The customer reported leakage from under cassette during priming, the system prime and tune successful even though a lot of fluid was leaking down front of console. The customer also noticed 'stop' sign on screen with an error message, quick start pressed and another error message came up and the fluidics module was disabled. Console shut down and restarted a new cassette inserted this time no fluid leakage during prime and no error messages. No patient impact was reported. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).